Event description:
The unit is buzzing and the batteries were replaced. No patient injury reported. Posey inspection shows the alarm has intermittent power.

Manufacturer narrative:
(B) (4). Alarm, continuous. (B) (4).